Event description:
Update swit 20-jul-2023: the surgery was finished with a smith & nephew firstpass.

Manufacturer narrative:
Complaint is not confirmed. Functional testing was performed, with the knee scorpion returned, and the device did not break a new needle. The reported device, scorpion needle, knee, broken pieces were not returned for investigation. No problem found.

Event description:
It was reported that during a meniscus root repair surgery the needle snapped in the device, about 2cm from the tip. The needle broke before the device went into the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.